Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor device oversensing and undersensing resulting in false episodes of ventricular tachycardia (vt), atrial fibrillation (af), brady, and asystole. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.